Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The same of the event onset the patient was treated with injection vancomycin (500mg, intraperitoneal, discontinued the same day), injection ceftazidime (250mg, daily, intraperitoneal, discontinued after two days) and injection meropenem (500mg daily, intraperitoneal, discontinued after 10 days) for peritonitis. Fourteen days after event onset, the patient recovered from the event. Pd therapy was ongoing. No additional information is available. .

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.